Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. The patient reported experiencing inaccurate glucose readings from her dexcom device in (B)(6) (exact date unknown), which led to paramedics being dispatched to her home. At the time, her dexcom device displayed a reading of 76 mg/dl, while she was experiencing symptoms of lightheadedness and dizziness. She was unable to perform a fingerstick test during the episode and did not receive any treatment until emergency services arrived. Her significant other, called the paramedics. Upon arrival, they measured her blood glucose level at 11 mg/dl and administered IV glucose as treatment. The paramedics ensured her glucose levels returned to a normal range before leaving, although the patient does not recall the exact reading at discharge. She did not require hospitalization and reported feeling okay after the paramedics left. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator with 76 mg/dl cgm reading. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.